Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer observed that the bsv (blood sampling valve) had salt debris on the bsv shaft. The actuator and bsv assembly were replaced and the operation was verified. The fse also observed the hemoglobin backgrounds were failing; the wbc (white blood cell) bath assembly was replaced for this issue. The wbc aperture bath appeared to be worn. Both issues were resolved. (B)(4). This MDR is related to a similar MDR for same issue, different date: MDR 1061932-2014-00655.

Event description:
The customer reported failure of the hemoglobin and hematocrit results to match in the secondary (manual) mode when using the coulter® hmx hematology analyzer with autoloader. This issue did not occur when using the primary (automated) mode of the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.